Manufacturer narrative:
The reported events of device dislodgement and failure to interrogate were unconfirmed. Final analysis found no anomaly on the helix and analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic. The patient's right ventricular leadless pacemaker (lp) failed to be interrogated. Imaging was performed and confirmed dislodgement of the lp, locating it in the hepatic vein. The lp was successfully retrieved. The patient was stable.